Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that it was difficult to install the cartridge. Customer alleged that the issue was caused by user error, but did not provide how it was user error. There was no reported impact to the customer's blood glucose level. Customer was ultimately able to load a new cartridge.